Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were having issues with their device and has been working with their manufacture representative (rep) to resolve them. Two days later, patient said their rep instructed them to turn therapy off because they were having pain in their buttocks and leg. The patient was also told the lead probably moved and there is nothing that could be done to fix the device. On (B)(6), patient said they were in the hospital as they were having surgery to reposition the lead. The next day, patient said they had to turn their device off because it wasn't working and it was causing pain. They then said they went to the hospital to have the lead repositioned where they took it out of their right side and put it in their left; they noted being on program 2 now and wasn't feeling well after surgery. On (B)(6), patient said they had a bad day on (B)(6) 2019, they were taking something for not being able to have a bowel movement, and then they had one. No further patient complications have been reported as a result of this event.